Event description:
Excruciating pain in right knee [arthralgia]. Case description: spontaneous report received in (B)(6) 2009 from a consumer regarding an approximately (B)(6) male patient with a history of arthritis, initials (B)(6), who experienced excruciating pain in the right knee after starting synvisc. The patient received injections of synvisc into the right knee on unspecified dates in (B)(6) 2009. The reporter stated the patient experienced excruciating pain in his right knee after his synvisc injections. The patient was examined by his physician and received a cortisone injection (unspecified) in his right knee to treat the right knee pain. At the time of this report, the outcome of the patient was unknown. (B)(4). Manufacturer's comment: the benefit-risk relationship of synvisc is not affected by this report.